Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was re-admitted early august for treatment of a chronic driveline infection. This infection eventually led to the patient needing an omental flap. As of (B)(6) 2014, he remains inpatient and his hospital course has been complicated by aspiration pneumonia.

Manufacturer narrative:
The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A specific cause for the reported driveline infection, and a correlation to the device could not be determined through this evaluation. As initially reported, the patient had a chronic driveline infection, which eventually led to the patient needing an omental flap. The patient remained ongoing on vad support for approximately 4 months until he experienced massive bleeding and expired on (B)(6) 2014 (reference MFR. Report # 2916596-2015-00018). The pump was not returned for evaluation as it was not explanted. A review of the device history records revealed the pump met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event.